Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of exposure and bleb-related leakage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). To avoid the potential for implant damage (stent fracture or exposure), digital pressure following implantation of the xen®45 gel stent should be avoided.

Event description:
Healthcare professional reported xen®45 gts had eroded through the left eye's conjunctiva by the biomaterial and caused a leak at the edge of the xen®45 gts where the conjunctiva eroded. Treatments were provided as emergency explant, non-penetrating deep sclerotomy filter, and trabeculectomy. The device has been explanted and patient has "been fine since."